Event description:
The distributor reported that a customer received a false negative hcg result while using henry schein® one step+ hcg urine strip test. The customer reported a negative hcg results were obtained with the one step test, however a positive result was obtained by the customer when they used an unspecified at home test. Although requested, no further information was provided. No adverse health outcomes were reported.

Manufacturer narrative:
B3 - date of event: was not provided, therefore (B)(6) 2026 was selected. Results pending completion of the investigation.